Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 215 mg/dl. The customer stated while filling the tube the insulin started to squirt out and it said a message then restarted. Troubleshoot was performed for compromised force sensor system and the customer stated insulin is squirting out during the manual prime process. Customer states they are receiving an compromised force sensor system alarm. The customer stated that the drive support cap was normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.